Event description:
The manufacturer received information alleging the system leak verification test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the system leak verification test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips service engineer (se) was sent to the customer site for this issue. The philips se evaluated and determined the three-way solenoid valve had caused the system leak verification test step to fail on the device. The philips se replaced 3-way solenoid valve to address the issue. The philips se performed the final test, but it failed. The philips se re-evaluated the device and determined there were contaminated tubes and parts. The philips se replaced the parts, but the test failed again on the device. The philips se re-evaluated the device and determined that blower cap, blower chassis, blower tubes, side panel, fio2 housing tubes, low flow o2 tubes were causing the issue to occur on the device. The philips se replaced the blower cap, blower chassis, blower tubes, fio2 housing tubes, and low flow o2 tubes to address this issue on the device. After replacing the parts on the device, the philips se performed the performance verification test (pvt) and final test on the device. The device had passed the tests, and the device was placed back into clinical use.